Manufacturer narrative:
Minimum fill notification, alarm 5 - 71, 213.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery dropped from 30% to 5% within a minute on (B)(6) 2016. The pump subsequently shut off due to insufficient power. The customer was able to connect the pump to a power source and turn the pump back on. When the customer attempted to reload the cartridge onto the pump, the pump requested a minimum of 50 units. The customer's blood glucose(bg) level was impacted (250 mg/dl). A manual injection was administered to address bg level. Reportedly, the customer began using manual injections as insulin therapy on (B)(6) 2016 until the call with tandem technical support. During troubleshooting with tandem technical support, the customer received a minimum fill notification and a cartridge alarm (cartridge alarm 5- pressure out of range) while attempting to load a cartridge. The customer was able to load a new cartridge onto the pump successfully and resume insulin therapy. Customer reported blood glucose level was 170 (mg/dl) at the time of the call. It was indicated that the customer would continue to use the pump until the replacement pump was received.